Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to attach infusion set connectors to the ilet, with multiple cartridges and connectors tried and a live support session failing to achieve a flush connection. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement shipment to restore therapy continuity. Investigation included remote troubleshooting with support guidance and verification attempts using alternate consumables. Investigation of this case revealed a persistent mechanical interface problem preventing the connector from seating flush to the device, consistent with a device-to-connector fit issue. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction related to the connector interface.